Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited longevity calculation from 7 years to 3 months remaining. Boston scientific technical services (ts) recommended patient to facility to have device checked and analyzed. There is no further information available to date and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.